Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive after the customer had previously dropped the pump. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy as the touchscreen responded to presses during troubleshooting with tandem technical support.